Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery noted during testing. No unexpected low battery alarms found at the downloaded pump history. However, on (B)(6) 2016 detail trace shows that a battery with low voltage volts was inserted causing several failed battery test alarms. The insulin pump passed leak test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they sometimes received stuck button alerts. The customer was recently hospitalized but it was not diabetes related. Customer's blood glucose level was 8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.